Event description:
Cnss (B)(6): "current veletri dose 10ng/kg/min (52ml/ 24 hours). Side effects: (patient) complained of diarrhea daily, first bite jaw pain, headache, complained of pain in right ankle but thinks is related to his (pt's) gout, took indocin after I arrived & states it eased the pain, has 2+ pitting edema lower extremities (states is decreased from usual). When we changed the cartridge to the one that had been prepared yesterday [(B)(6) 2022] we discovered it was leaking. Upon inspection we discovered fluid in the cartridge between the plastic shell and the bladder. We then removed it and used the cartridge prepared today and prepared another cartridge for tomorrow, upon discussion it was discovered the patient used ice in the bag on the way home yesterday to keep the medication cool until they could get home. We discussed the importance of not using ice in the future, to use the gel ice packs." No other info. Cassette lot number unk. No other info, details or dates provided. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Unk. Did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by health professional.